Event description:
It was reported that during a ptca/stenting treatment procedure, the pt2 light support guide wire fractured. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic, ostial lesion of the left anterior descending (lad) and 1st diagonal branch (diag) coronary arteries. The physician used a 6f launcher guide catheter and the pt2 light support 185 cm straight tip guidwire to cross the diagonal branch lesion. He subsequently performed a y-stent intervention with a driver stent to the diagonal branch and lad lesions. The physician inserted an athelete gt guidewire into the diagonla branch and then withdrew the pt2 light support guide wire. Upon removal of the guidewire, the physician noticed that the tip had fractured. The fractured portion of the pt2 guide wire was retrieved with a snare, and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as 'good'.